Event description:
It was reported that pump was completed with treatment and did not alarm. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to have audible alarm issues are the piezo discs and oscillator; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.